Manufacturer narrative:
Distributor narrative. The manufacturer unimax medical systems, inc. Is responsible for performing evaluation, investigation and any remedial actions related to this reported device issue per agreement with (B)(4).

Event description:
This is a voluntary distributor report. A (B)(4) sales representative reported on behalf of a user facility that the plastic shield of the wire of the endo pouch with memory wire was torn. The device was discarded at the user facility. The procedure was completed with no reported surgical delays or patient injury. This report is raised on the basis of a reported malfunction with potential for injury with recurrence.